Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the guidewire could not be inserted into the lead, due to friction. The lead was removed and replaced.

Manufacturer narrative:
(B)(4).